Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro device indicating that nibp was missing from the corsium export, so the user exported manually, there was patient involvement, however no health consequences or impact.